Event description:
A report was received that the patient was having difficulty charging her ipg. The physician chose to replace the entire system and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-50, serial: (B)(4). Description: scs 50cm iii lead explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.